Event description:
During a pci via radial artery procedure, the sheath was inserted and it was noted that the sheath valve began to leak during the procedure. The pt did not require any additional procedures, nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). A review of complaint history, device history record, quality control documentation and trends has been conducted. The complaint device was not returned for evaluation. There is no evidence to suggest the device was not manufactured per specification. A definitive root cause is difficult to determine. The appropriate internal personnel will be notified of this event.

Event description:
During a pci via radial artery procedure, the sheath was inserted and it was noted that the sheath valve began to leak during the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event is still under investigation at this time.